Manufacturer narrative:
Patient age & weight not provided by reporter. Unknown when mal-union occurred. (B)(4). Original implant date was sometime in (B)(6) 2015. (B)(4) used for mal-union patient experienced explanted due to a mal-union. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who underwent an open reduction internal fixation of the distal tibia on an unknown day in (B)(6) 2015, experienced a post-operative mal-union and was revised on (B)(6) 2016. Post-operative x-rays confirm the mal-union and the previously implanted variable angle locking compression, medial distal tibia 6 hole plate and an unknown number of locking screws were explanted on (B)(6) 2016. The devices were easily removed and upon removal they were reportedly noted to not be damaged. New unknown hardware was successfully implanted with no surgical delays, no additional medical intervention or harm to the patient. The patient status was reported as "stable" at the outcome of surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the surgeon, the original placement of the hardware contributed to the patient's non-union, not the devices themselves. During the revision, the variable angle locking compression plate (va-lcp) and an unknown number of locking screws were removed. New devices with the same part numbers were implanted.